Event description:
It was reported that the customer was experiencing high blood glucose levels for four days. The customer's blood glucose level was over 400 mg/dl. The customer treated herself with a manual injection. Troubleshooting for the customer's blood glucose levels was done. The customer expressed no symptoms of high blood glucose levels. The customer stated that she saw one air bubble in the tubing. After troubleshooting, advised that the insulin pump was working as designed. Advised customer to change the infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.